Event description:
Covidien formerly tyco healthcare received a report that the unit provided an intermittent audio. There was no pt harm reported.

Manufacturer narrative:
Customer has opted to not return the unit in for eval. Customer isolated the problem to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. If additional info is made available, a supplemental report will be submitted.